Event description:
It was reported that noise was detected during remote follow-up. Lead was explanted and replaced. Patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the tip measuring 52.0cm was returned for analysis. External insulation abrasion was noted at 12.5-13.7cm from the lead tip. Internal insulation abrasion was noted at 7.5-8.5cm from the lead tip. The etfe coating was intact at these locations.